Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date jan 2012¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review of literature found report of cerebral spinal fluid (csf) leakage involving a saber I/f cage. Article title: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date jan 2012¿ clinical findings determined by medical safety and complaint management: n=4, csf leak. The following mfg medwatch reports are being filed for the four patients/events. 1526439-2014-11576; 1526439-2014-11581; 1526439-2014-11582; 1526439-2014-11583.